Event description:
Customer reportedly received results of 60 mg/dl and 100 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has test strips; replacement was sent.